Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg site was uncomfortable. As a result, the patient underwent surgical intervention wherein the ipg was replaced and relocated. Therapy was restored post procedure and the issue is resolved.